Manufacturer narrative:
E1: reporting institution phone# (B)(6). A philips remote service engineer (rse) spoke to the customer and found that the problem couldn't be reproduced with another patient nor with another x3 monitor. Eventually it was discovered that both patient cables in use were mechanically damaged. The customer ordered new patient cables to resolve the issue. The customer was provided a replacement patient cables to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating there were issues obtaining a 12-lead ECG on the patient. During troubleshooting, the ECG leads and patches were changed numerous times, which lead to skin irritation for the patient. The x3 was then exchanged to resolve the issue. There was damage noted on the ECG cables. Additional information confirmed that no medical intervention was required and that the patient is expected to fully recover.